Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history records could not be conducted as the device was not returned and the lot number was not reported. The root cause of the reported difficulties cannot be determined. The subsequent treatments and patient effects are likely related to circumstances of the procedure. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Although there were some complications (vascular complications (minor complications, major complications, rupture, dissection, perforation, access site hematoma (>5 cm) and pseudoaneurysm formation), bleeding (minor, major, life threatening) that were managed by non-abbott plug vessel closure device, stenting or unplanned surgical intervention. Failure to achieve hemostasis with prostyle resulted in manual compression, non-abbott plug vessel closure device. In-hospital stroke/tia, and increased hospital stay.) Vascular closure after transfemoral transcatheter aortic valve implantation using the pre-close technique with two perclose prostyle devices or the plug-based manta device achieved comparable varc-3 vascular complication rates, as described in this article. Any access related vascular complications was similar among the manta and proglide. Low major vascular complication rates were reported for manta and proglide. Failure to achieve hemostasis with proglide resulted in manual compression, non-abbott plug vessel closure device. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of manta versus perclose prostyle large-bore vascular closure devices during transcatheter aortic valve implantation¿. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The prostyle device referenced in b5 is filed under separate medwatch report number. Literature attachment: article title, comparison of manta versus perclose prostyle large-bore vascular closure devices during transcatheter aortic valve implantation.